Event description:
Reported alleged obtaining a discrepant blood glucose results of 62 mg/dl on a neonate using the inform system compared back to back with a result of 39 mg/dl on the blood gas system and 34 mg/dl on the lab system when testing was performed within 10 minutes. Reporter alleged, at another time, obtaining a discrepant blood glucose result of 14 mg/dl on a neonate using the same inform system compared back to back with a result of 65 mg/dl on the blood gas system when testing was performed within 10 minutes. Reporter alleged, at another time still, obtaining a discrepant blood glucose result of 73 mg/dl on a neonate using the same inform system compared back to back with a result of 45 mg/dl on the blood gas system when testing was performed within 10 minutes. Reporter alleged, at another time still, obtaining a discrepant blood glucose result of 56 mg/dl on the neonate using the same inform system compared back to back with a result of 35 mg/dl on lab system when testing was performed within 10 minutes.

Manufacturer narrative:
No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device, and replacement product was sent.